Event description:
It was reported that when device was used during an unknown procedure, it did not fire uniform staples. Another device was used to complete the case. There was no consequence to the patient.